Manufacturer narrative:
(B)(4). Device evaluated by MFR: synergy ous mr 2.50 x 16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found distal stent damage. Distal strut rows 1 to 3 were distorted and stretched distally, the most distal stent strut row was flared outwards. The crimped stent od (outer diameter) of the undamaged proximal portion of the stent was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube no issues. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found that there was damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 08-feb-2017. It was reported that crossing difficulties were encountered. The patient presented with leiomyoma. The 90% stenosed target lesion with severe angulation was located in the severely tortuous and moderately calcified mid left anterior descending artery. After pre-dilatation, a 2.50 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damage.